Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 470mg/dl. The customer reported that she's experiencing the symptoms of nausea, vomiting, stomach pain, difficulty breathing and excessive thirst. The customer was admitted to the hospital. The customer was diagnosed with diabetic ketoacidosis. The customer's blood glucose was being stabilized. The customer was unable to troubleshooting further as she change infusion set. The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose was 400 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer was advised to call when alarm occurs in order to troubleshoot.